Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31jul2019. The biomedical engineer contacted product support and was advised customer to checked speakers, customer states they are ok. Product support advised customer that cpu may be faulty and provided part number. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the v60 ventilator alarmed with primary alarm failure (1102) error code. There was no patient involvement.